Event description:
After removing the guide wire from the pt's artery, we noticed the wire was frayed and the tip appeared to be broken.

Event description:
After removing the guide wire from the pt's artery, we noticed the wire was frayed and the tip appeared to be broken.